Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information from a voluntary medwatch that approximately five years following the implant of this transcatheter pulmonary bioprosthetic valve, a stent fracture was identified on x-ray and a transesophageal echocardiogram (tee) showed vegetation on the fractured portion of the valve. It was reported that due to dormant infection in the valve, reintervention could not be performed and the patient was placed on hospice care. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.